Manufacturer narrative:
Citation: dr. Y lin. Efficiency of different annuloplasty in treating functional tricuspid regurgitation and risk factors for recurrence. International journal of cardiology heart <(>&<)> vasculature; (2014). 5: 15-19 doi 10.1016/j.ijcha.2014.10 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the efficiency of annuloplasty rings for the treatment of functional tricuspid regurgitation. All data were collected from two centers between 2006 and 2011. The study population included 399 patients (predominantly female; mean age 46.7 years), 98 of which were implanted with medtronic duran ring or a non-medtronic ring (flexible band group). Serial numbers not provided. Among all patients adverse events included: permanent pacemaker implant and tricuspid regurgitation due to suture avulsion or pacing wires and were treated with re-operation. Based on the available information, these events may have been attributed to medtronic product, however a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.